Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni system. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. No kinks or damage were detected on the catheter. A functional test was performed by placing it into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product with average pressure. No damage was noted on the catheter or shaft. An aspiration test was performed by inserting the tip into a graduated cylinder. When activated, the device removed fluid as designed. No further damage was noted on the device.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in a deep vein. An angiojet solent omni catheter was used in a thrombectomy procedure. During thrombectomy mode, while suctioning the thrombus, the catheter stopped working. No error message was displayed and found a leak from the base of the pump. It was found that the catheter burst near the strain relief. Another of the same catheter was used however, the catheter still could not work; the same thing occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in a deep vein. An angiojet solent omni catheter was used in a thrombectomy procedure. During thrombectomy mode, while suctioning the thrombus, the catheter stopped working. No error message was displayed and found a leak from the base of the pump. It was found that the catheter burst near the strain relief. Another of the same catheter was used however, the catheter still could not work; the same thing occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.